Manufacturer narrative:
(B)(4). Batch # r9395a. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be due to closing the device over an existing hard object or clip, placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier did not fire properly. The device was firing them out without closure. They used a 5mm device to complete the surgery. There was no patient consequence.